Manufacturer narrative:
The site biomedical department inspected the probe and saw no visible defects. A bayer r & I service engineer performed a system service check of the veris monitor on (B)(6) 2013 and the unit was found to be operating to specification. Bayer r & I service provided the site with a replacement pulse oxygen probe and the veris unit has been in use daily since the reported incident. The pulse oxygen probe and pulse oxygen extension cable were returned to bayer r & I and were found to be functioning within specification. There was no evidence of product malfunction. The site reported that the patient was burned by the pulse oxygen probe. It is important to note that the left index finger is where the pulse oxygen probe was placed during the exam and the left index finger was free of injury. In addition, the material of the pulse oxygen probe is fiber optic and not electrically conductive. Bayer r & I clinical complaint handling group concluded that it is most probable that a conductive loop was created within the MRI environment while the patient was undergoing the MRI study, this loop could have resulted from permitting the patient's extremities to touch, skin to skin contact between the patient's extremities and hip and/or thigh area, or the patient's extremities touching the bore of the magnet. The site declined additional applications training.

Event description:
The site reported the following: a (B)(6) male patient with an admitting diagnosis of deep vein thrombosis (dvt) underwent an mra/MRI scan to evaluate for thoracic outlet syndrome. The patient's exam was performed while under general anesthesia. The veris monitor was used to measure the following vital signs; pulse oxygen, ECG, and blood pressure. The exam was completed without event. Post procedure, the patient returned to the intensive care unit (ICU). When the patient awoke from the anesthesia he complained of burning on both thumbs and the right index finger. The site reported the patient developed second and third degree burns consistent with electrical burns. The patient required debridement of the wounds. It was also reported by the site that the patient has been discharged from the facility in stable condition, and will seek follow up care outside of the facility for the alleged burns incurred.